Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery, the insulin pump made a weird noise and the numbers skipped during a set change. The blood glucose reading was 150 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and to replace the plunger and push slowly and verify insulin exits the tubing. The customer reported that insulin did not exit. The customer was advised to assemble a new infusion set with the current reservoir and reported that insulin did exit and the insulin pump did not alarm for no delivery.